Manufacturer narrative:
The provider evaluated the device in the field. There was no visible damage to the device. The unit is working properly.

Event description:
Alleges riding scooter to bus stop and fell off scooter when she made a sharp turn.